Event description:
It was reported that the instrument was used in a arthroscopic latarjet surgery case and that small metal pieces were falling off the rasp into the joint. The surgeon tried to get rid of as many as possible but there was still some left.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned straight cut rasp indicated no obvious signs of damage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Magnified photos found no metal flaking with no damage to the teeth. A functional simulation could not replicate that stated complaint. A review of complaint history on the listed part revealed no additional complaints for the listed part. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.